Manufacturer narrative:
The t:slim x2 g6 user guide states "always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels hours after loading a new cartridge. Bg value not provided. Reportedly, the customer connected a new cartridge with empty tubing to a used infusion tubing filled with insulin, creating an air gap in the tubing. The customer was advised to not reuse infusion tubing. Customer acknowledged. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.